Event description:
I sat in an (B)(6) with model number aj16 and noticed that the chair was slowing sinking in its place. After a brief moment sitting in it, the chair suddenly collapsed, dropped to the floor, and I was flung off the dental chair. I started noticing hydraulic fluid all over the floor. I mentioned this to other colleagues in the industry and they said that they have experienced similar issues. This chair should not be allowed to be sold to dentists and a proper recall of all their products should be conducted.